Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: the returned universal tightener was sent for material analysis and it was determined that the tip fractured in ductile overload mode. The material hardness and composition were found to be within stryker specifications. The ductile overload fracture suggests the possible application of cantilever forces during tightening. Conclusion: the most likely cause of the reported event is over-torquing of the device during provisional tightening. The surgical technique advises the user to not perform final tightening with the universal tightener, so excess torque should not be applied when using this device.

Event description:
It was reported that during a scoliosis case, the doctor was tightening a blocker on the rotated rod & the split tips of the driver broke off. After removing the broken pieces with a needle driver, they used a different universal tightener to finish the case.

Event description:
It was reported that during a scoliosis case the doctor was tightening a blocker on the rotated rod & the split tips of the driver broke off. After removing the broken pieces with a needle driver they used a different universal tightener to finish the case.